Manufacturer narrative:
Section a, b5: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the air detector was dented. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The dso seal and air detector were replaced.

Event description:
It was reported that the pump displayed error code 46288. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 46288. Patient involvement is unknown.